Event description:
This is filed to report the patent foramen ovale (pfo) injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The patient had a prominent eustachian valve, and a patent foramen ovale (pfo). The steerable guide catheter (sgc) was inserted, there was difficulty curving the sgc, the sgc handle had to be rotated a significant amount before tip deflection could be seen. The difficulty with the guide led to difficult steering with the mitraclip delivery system (cds); despite multiple different curves applied. The cds made an abrupt movement away from the valve on two occasions, possibly from too much torque. It is suspected the cds may have gotten entangled with something at the septal level because tissue was noted on the left atrium (la) and right atrium (ra) side at the pfo location. Grasping was successful but mr reduction was not sufficient, therefore the clip was not implanted. The procedure was aborted, no clips were implanted, mr remains 3-4. The eustachian valve was more visible at the end of the procedure. The user mentioned the possibility of carrying over a portion of the valve from the ra side to the la side as a possible reason for the procedural challenges. No treatment was performed. No additional information was provided. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The patient had a prominent eustachian valve, and a patent foramen ovale (pfo). The steerable guide catheter (sgc) was inserted, there was difficulty curving the sgc, the +/- knob had to be rotated a significant amount before tip deflection could be seen. The difficulty with the guide led to difficult steering with the mitraclip delivery system (cds); despite multiple different curves applied. The cds made an abrupt movement away from the valve on two occasions. It is suspected the cds may have gotten entangled with something at the septal level because tissue was noted on the left atrium (la) and right atrium (ra) side at the pfo location. Grasping was successful but mr reduction was not sufficient, therefore the clip was not implanted. The procedure was aborted, no clips were implanted, mr remains 3-4. The eustachian valve was more visible at the end of the procedure. The user mentioned the possibility of carrying over a portion of the valve from the ra side to the la side as a possible reason for the procedural challenges. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the unintended movement (sleeve steering issues) appears to be related to procedural circumstances. A cause for the reported difficult to remove could not be determined. The reported perforation appears to be related to pre-existing patient anatomy. The patient effect of perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.